Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 373 mg/dl. Troubleshooting was performed. Customer was off the insulin pump for two weeks because they were having knee surgery. Customer was getting treated with manual injection and customer was planning to use manual injection at home since the insulin pump cannot turn on. Customer stated the insulin pump was not exposed to moisture. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but the display was still blank. Customer was using (B)(6) battery. Customer also reported unexpected restart alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.